Event description:
A nurse reported to baxter a connection with the transfer set during use. The nurse stated that the spike of transfer set separated from the spike port of the twin bag when the patient was changing the solution bag. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter received one used set with no cap on spike and no cap on patient connector. Sample was tested and evaluated. During visual inspection no manufacturing abnormalities were noted. The complaint could not be confirmed in the lab. The cause was undetermined.